Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent based on the event, did the reservoir function properly upon first activation? No further information is available. Device return status: the device has been received at (B)(4) and will be shipped. Please check rmao. No further information will be provided.

Event description:
It was reported a patient underwent an cardiovasular surgery on an unknown date and a reservoir was used. When managing waste fluid in the ICU, the reservoir could not be locked. By replacing it with the same product, waste liquid management was continued without any problems. Further details are not provided.. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/20/2021. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.